Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that both rails of auxiliary full height drawer 4 were physically damaged. The field service engineer powered off the hardware and removed the drawer from the cabinet. Both rails were replaced. After completing the repair, the drawer was reinstalled and securely reattached to the cabinet, and the station was powered back on. The pyxibus cable was reseated, and the latch and position sensors were tested. The system functioned as intended after the field service engineer repaired the device.